Manufacturer narrative:
During a follow up call on (B)(6) 2015, the contact indicated the customer is not currently having issues with blood glucose levels. No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during bolus delivery. Reportedly, the customer's blood glucose level was 600 mg/dl; however, the customer attributes blood glucose level to elevated levels of stress. Customer indicated that a manual injection would be administered. The customer was able to load a new cartridge successfully and resume insulin delivery.